Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03025. Additional information received advised that the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was restored post procedure.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03025. It was reported the patient's lead migrated to t5. Surgical intervention may occur later to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.